Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty forces sensor system. The pump was unable to perform the no delivery test due to prime anomaly. The pump was received with cracked reservoir tube lip, scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 153 mg/dl. The customer treated with manual injections. The customer stated that he changed the set and the pump still alarmed no delivery. The customer stated that the no delivery alarm was recurring. The customer stated that the issue has not been resolved. The customer will return the pump for analysis.